Event description:
Procedure: adrenalectomy . According to the reporter: during use, the tip of instrument broke and broken pieces fell into the cavity. Surgeon retrieved the broken pieces as, but some might remain inside the patient cavity. No further patient complication has been reported.